Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc set containing a 2-l catheter, dilator, ars, swg assembly, and introducer needle for evaluation. Visual examination revealed the needle cannula was separated from the hub. Adhesive residue was only found in the hub. The total length of the needle cannula measured to be 73.5 mm or 2.893701", which is within specifications of 2.886-2.896" per product drawing. The outer diameter of the needle cannula measured to be 0.05025" which is within specifications of 0.050-0.051" per product drawing. The inner diameter of the needle hub was not able to be accurately measured due to the adhesive residue within the hub opening. The needle was re-assembled and functionally tested with the returned ars per the instructions-for-use (IFU). The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." Water leaked out of the cannula/hub connection. The needle cannula was able to fit in the hub; however, it was loose and easily removed. A device history record review was performed with no relevant findings. The customer report of an introducer needle separation was confirmed by complaint investigation of the returned sample. The needle cannula was fully separated from the hub. Adhesive residue was only detected in the hub. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported the needle cannula detached from the hub during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the needle cannula detached from the hub during use on the patient. No patient harm reported. The patient's condition is reported as fine.